Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported the pacemaker was unpleasant and was explanted due to early battery depletion. Additional information was obtained from field representative revealed the pacemaker was explanted ten years prior and was replaced with a competitor's device. There was no documentation of explanting physician and reason for change out. The representative was not sure where was the pacemaker and assumed it would have been in competitor's possession that did the change out. The pacemaker lasted just under five years. The pacemaker was no longer in service. No additional adverse patient effects were reported.